Event description:
During ivc filter retrieval procedure, .018 through-way wire broke off inside pt wrapped around ivc filter. The rest of the wire was removed, leaving behind the broken off fragment. Procedure conducted, leaving the wire fragment and ivc filter in place in the pt.